Event description:
During evaluation, an additional issue of increased intra peritoneal volume (iipv) event was identified in the patient therapy log: (therapy started date (B)(6) 2011 04:23 with ultrafiltration of 1183 ml during cycle 7). Fill volume is 1500 ml.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. This issue was confirmed through review of the event history log. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be unexpected high uf for the therapy as compared to other therapies. This issue is being investigated through CAPA.